Event description:
It was reported that the buttons on the insulin pump are unresponsive. Advised insulin pump would be replaced. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump had intermittent button response due to moisture damage on the keypad traces. A cracked case near the display window corner, minor scratches to the display window, a scratched reservoir tube window, cracked reservoir tube lip, stained address and serial number label and a stained end cap sticker.